Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic for a normal follow up, two inappropriate ventricular tachycardia episodes were confirmed and patient had inappropriate high voltage output. Patient was exercising at the time of the event. Programming changes were made. Patient was stable.